Event description:
Smoke appeared from the back left side of an immulite 1000 instrument. Before it happened, the customer saw that the display of the instrument was blank. The customer switched off the instrument and the computer. The customer replaced the fuses f1, f2 and f3 with the same voltage fuses. After that the customer rebooted the computer and powered back the analyzer. At that time they smelled and saw smoke from the back left side of the instrument. The customer switched off the instrument and disconnected it from the universal power supply (ups) module. There was no fire; no evacuation from the laboratory. There are no known reports of staff injury or property damage.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the smoke was a short circuit on the heater board. The fse replaced the heater board, the motor board, the interconnect board they plug into and the power supply module. The instrument is performing within specifications. Further evaluation of the device is not required.